Event description:
A report was received that the patient was having pain at the pocket site due to the location of the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.